Manufacturer narrative:
It was reported that one of the power ports was faulty. The controller (con190023) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during visual inspection. Analysis of the device revealed that the device passed functional testing but failed visual inspection due to a loose power port one connector. In addition, review of the log files revealed several momentary power disconnect events. This observation is not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer and supplier have an open investigation for controllers loose connectors. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported by the distributor that this patient complained that the power connection on the right side of the controller was faulty. She repeatedly observed battery switching from this connection. The rubber seal on power port one was noted to be loose. The controller was exchanged without consequence to the patient. The connections were not manipulated by the site to check if the switching could be reproduced. Preliminary log file analysis revealed that no alarms were logged in the last 14 days of available data. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.